Event description:
It was reported that this pacemaker had entered safety mode upon routine interrogation. Fault codes were noted to be present on this device. Subsequently, this pacemaker was explanted and replaced with a new device. This pacemaker has not been received for analysis. No additional adverse patient effects were reported.